Event description:
It was reported that during a transurethral needle ablation of the prostate, the "trigger stopper" of the handpiece broke. It resulted in maximum needle deployment of 22mm instead of the required 12mm. The handpiece was replaced. The medtronic rep confirmed that the healthcare provider was able to retract the needles and remove the handpiece without any issues. The pt was fine after the procedure. He has a f/u appointment in a couple months.

Manufacturer narrative:
See scanned page